Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that they were experiencing high blood glucose of 337 mg/dl which was treated with bolused. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.